Event description:
It was reported by service report that the foot end lift was stuck in an elevated position and both siderails had lost functionality. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail cable.